Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd nexiva tubing separated from the hub. The following information was provided by the initial reporter: IV was placed in the patient and dressing applied. Blood started to pool under the dressing and when it was removed the extension set fell on the floor. It was not connected to the IV catheter at all. The blood coming out was a lot with no valve to stop it. IV was removed and a new one was placed. The patient got a 2nd poke that should not have been needed.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: the complaint that the extension tubing was detached from the catheter adapter was confirmed and the cause appeared to be manufacturing related. One 18g nexiva IV catheter was provided for investigation. The extension tubing was received separate from the catheter adapter. Blood residue was observed within the IV catheter and extension tubing. The vent plug remained in the luer adapter, which indicates that the damage likely occurred just after placement. Adhesive fluoresced around approximately one third of the perimeter of the catheter adapter, which indicates that the extension tubing was not properly bonded to the catheter adapter. The manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.